Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model #icv1208 , s/n # (B)(4), as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1208) perceval heart valve at the time of manufacture and release. Based on the information available to date, the increase of the aortic regurgitation appears to be attributable to a non-structural dysfunction of the valve as per the surgeon's judgment. However, since we could not investigate further on the device, being still implanted, the root cause could not be determined.

Manufacturer narrative:
Device not explanted.

Event description:
On (B)(6) 2014, the patient received a perceval pvs21 as part of her native stenotic aortic valve replacement. At discharge, an improved mean gradient was observed (10 mmhg vs the 55mmhg pre-operatively), but a minor central leak was reported (1+). On (B)(6) 2016, an increase of the central leak was observed (3+). A few months later, on (B)(6) 2017, the patient had a non-disabling stroke (ischemic). The echo performed on (B)(6) 2017 showed that the central leak had worsened (4+), which was also observed in the next follow up visit on (B)(6) 2018. The surgeon attributes the increase of central leak to a non-structural dysfunction of the valve. A valve in valve procedure is planned to treat the patient, although a date has not been scheduled yet.